Event description:
Event description guidant received information that the caller expressed dissatisfaction with the latitude system displaying just the last remote follow up data for this cardiac resynchronization therapy defibrillator (crt-d) . The caller expressed that the previous remote follow up data should be available as well so that the physician can compare. The caller also stated that in the follow-up report, the data on the report was blank under ventricular tachy counters and on the brady and crt counters. The caller also stated that the battery data on the device follow-up was incomplete. The caller then discussed that this system should not have been rolled out with so many bugs, and expressed that the system without fixes cannot be trusted. The source of all the comments above is siebel activity 1-2q6ds9.